Event description:
It was reported that the patient with this right atrial (ra) lead experienced pocket stimulation due to polarity switched to unipolar. In addition, there was noise, loss of capture (loc), oversensing, high pacing threshold measurements, 3000 ohms of bipolar impedance and lead fracture in the bipolar coil. This ra lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.